Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres, the balloon ruptured. The device was removed without problems. The procedure was completed with a different device. No patient complications nor injuries were reported.